Event description:
The operator of an immulite 1000 instrument obtained estradiol and progesterone results that did not match the clinical picture of the patient and did not match the repeat result. Two patient samples were tested for estradiol, and the initial results were lower than the rerun results. One patient sample was tested for progesterone, and the result did not match the clinical picture of the patient. No results were reported to the physician(s). Further testing and rerun results were not provided by the customer. There are no known reports of patient intervention or adverse health consequences due to the estradiol and progesterone results that do not match the rerun results or clinical picture of the patients.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data. After evaluation of the instrument and instrument data, the fse discovered that the probe tubing was not in proper position for rotation and pipetting. The fse adjusted the probe tubing to the correct position. The fse ran precision for human chorionic gonadotropin, which resulted well. Quality controls were then run for estradiol, progesterone, luteinizing hormone, and follicle stimulating hormone, all of which was within range. The cause of the estradiol and progesterone results that did not match rerun results and the clinical picture of the patients was a malfunction of the probe tubing. The instrument is performing within specifications. No further evaluation of the device is required.